Event description:
It was reported that the patient had allodynia over the vertical incision site. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively and explanted ipg will not be returned.